Event description:
The hosp reported that at the completion of endoscopic vein harvesting procedure, the physician assistant cut the wrong side of the vein and before he could get it tied off, bubbles were present in the venous cannula. The pt was put in trendelenburg position and drugs were administered. No other complications were reported and the pt is currently reported to be doing fine. No device malfunction was reported. This report is being submitted because medical intervention was performed and because guidant devices were used during the procedure.